Event description:
Patient reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to reported partial implant(d6a) date: "implant date was more than 10 years"

Manufacturer narrative:
The record is no longer reportable to the FDA as the device is not PMA approved.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture". Later healthcare professional reported "mixed echogenic lesions". The record is no longer reportable to the FDA as the device is not PMA approved. Device was explanted.